Event description:
Patient reported obtaining a result of 4.6 inr on the coaguchek xs system. A laboratory test, performed within 10 minutes, reported a result of 2.5 inr. Patient was advised, by physician, to withhold her coumadin dose and resume normal dose of 2.5 mg the following day. No adverse event was reported. At the time of the report, patient no longer had the test strips which produced the result. The suspect product will not be returned to the manufacturer for evaluation.

Manufacturer narrative:
It is not known if the initial reporter has already or intends to report the event to FDA. Device not returned to manufacturer.